Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient presented with some pain and evaluation noted there was no capture on the right ventricular (rv) channel. Impedance and sensing measurements were stable. An x-ray and a computed tomography (CT) were performed. The physician felt the CT scan looked good and the radiologist did not identify a perforation. However, the physician suspected the lead had dislodged and a revision procedure was performed. The lead was successfully repositioned. No adverse patient effects were reported.